Event description:
A customer reported that the footswitch was not working during a procedure. Additional information has been requested.

Manufacturer narrative:
The customer did not request service; however the customer did order a new footswitch. The replaced footswitch was then returned for in-house investigation. Visual assessment of the returned footswitch did not reveal any nonconformity. The footswitch passed all functional testing and met specifications. Therefore, the customer reported event of the footswitch not working could not be replicated or confirmed. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch. The root cause of the customer reported event is unknown. (B)(4).